Manufacturer narrative:
The reported event was inconclusive since sample condition was poor. A potential root cause for this failure mode could be ¿incorrect thickness dimensions". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "instructions for use 1. Preparation of sms prior to insertion a. Verify the retention cuff has been completely deflated. This can be done by squeezing the cuff to ensure there is no residual air inside the device. 1) if air remains within the cuff, attach the 60 ml syringe to the green inflation port and withdraw all remaining air from the cuff. B. After the cuff has been fully deflated, fill the syringe with 45ml of water and set aside. C. Using a permanent marker, record the catheter insertion date on the label located on the piston valve connector. 2. Collection bag connection a. Attaching the collection bag: 1) attach the collection bag to the piston valve connector on the catheter by pulling back on the green trigger switch and engaging the piston valve connector onto the collection bag hub socket. (Figure 3-a ,b) 2) ensure that the green ring at the base of the collection bag hub socket is not visible. The green ring at the base of the collection bag hub socket will not be visible when the piston valve is properly connected. 3. Preparation of patient a. The preferred patient position for catheter insertion is the left lateral knee-chest position, although the patient¿s clinical situation may dictate the use of an alternate position. The goal of patient positioning is to maximize sphincter relaxation to ease catheter insertion. B. Perform a digital rectal exam to evaluate for fecal impaction. If a fecal impaction is present, disimpaction procedure and device insertion may occur at the discretion of the healthcare professional. 4. Insertion of device a. Unfold the length of the catheter to lay flat on the bed, extending the collection bag towards the foot of the bed. B. Attach the 60 ml syringe filled with 45 ml of water to the inflation port, but do not inflate. C. Insert the inflation cuff using a four-step process: 1) as previously stated in step 1, ¿preparation of sms prior to insertion¿, ensure the retention cuff is completely deflated. (Figure 4a) 2) holding the left point of the cuff between the thumb and index finger, fold the top right point of the cuff down and to the left in a 45 degree angle (figure 4b), in order to create a conical shape with a leading edge for easy insertion. (Figure 4c) 3) generously coat the patient¿s anus with lubricating jelly. 4) gently insert the cuff end through the anal sphincter until the cuff is beyond the external orifice and well inside the rectal vault." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The actual/suspected device was inspected.

Event description:
It was reported that the clinical nurse specialist mentioned having skin breakdown issues from the dignishield in the buttocks region with a patient. The patient was no longer on the unit at the time of them telling nurse. The device was not on a patient during her visit, and they were not able to provide additional details of when the incident occurred. Medical intervention was unknown. Per follow up received on 25apr2023, it was been a consistent problem for multiple years. Patient's status- as far as they know was the ulcer was healing. The most recent one they had was a stage 3 pressure ulcer which raised more alarms than usual and also few patients who have dignishields in place develop linear pressure ulcers right around the anus that align with the hard plastic connection piece. That piece of plastic (near the black line) seemed to be harder than the other tubing and therefore particularly prone to causing pressure ulcers. Per follow-up received via email on 23may2023, customer had actually had many issues with pressure ulcers with the dignishield over the years.

Event description:
It was reported that the clinical nurse specialist mentioned having skin breakdown issues from the dignishield in the buttocks region with a patient. The patient was no longer on the unit at the time of their telling me this. The device was not on a patient during my visit, and they were not able to provide additional details of when the incident occurred. No medical intervention was reported. As per follow up received on 25apr2023, customer had many issues with pressure ulcers by the dignishield over the years. The most recent one they had was a stage 3 pressure ulcer which raised more alarms than usual and also few patients who have dignishields in place develop linear pressure ulcers right around the anus that align with the hard plastic connection piece. That piece of plastic (near the black line) seems to be harder than the other tubing and therefore particularly prone to causing pressure ulcers.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.